Manufacturer narrative:
Component code: g03001. D8: was this device serviced by a third party? Yes. The field service representative (fsr) performed troubleshooting. And replaced the 100ul trigger pump (rohs) part number 7-96344-02, which resolved the issue. 100ul trigger pump (rohs) part number 7-96344-02 was noted to be leaking. A review of service history for the architect i2000sr, serial number (B)(6), revealed no additional, no subsequent false elevated bhcg results have been reported, nor did it identify any contributing factors to the current complaint in the month prior. A review of tracking and trending for the [part], did not identify any trends. Review of tracking and trending for the architect i2000sr, did not identify any trends with respect to this issue. A review of the manufacturing documentation, did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the 00ul trigger pump (rohs) part number 7-96344-02 or the architect i2000sr, serial number (B)(6) was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Patient identifier was truncated. The sid is (B)(6). (B)(4). Was this device serviced by a third party? Yes. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely reactive architect b-hcg results for one patient. The following information was provided: sid (B)(6) initial result 12.06 miu/ml, repeat < 1.20 miu/ml, 10.87 miu/ml and 4.61 miu/ml. No impact to patient management was reported.